Manufacturer narrative:
Based on the claim against the product by the customer noting errors on arm, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) 2 for the customer. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the mtm 2 involved with this complaint and completed the device evaluation. Failure analysis investigations reproduced the customer reported complaint during sine cycle. During evaluation, error 23017 was observed along axis 4, causing the mtm 2 to fail during sine cycle. The complaint regarding errors on arm was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of errors on the arm was attributed to component failure. This complaint is being reported due to the following conclusion: the mtm was replaced after completion of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, the customer had recoverable faults. Operating room (or) staff stated that the surgeon side console (ssc) right arm drifted after faults. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and found error 23017, 23009 and 23003 on the right master tool manipulator (mtm). Logs show that the right mtm was disabled, and it may have drifted after being disabled. Surgeon was concerned due to one of the instruments was holding a suture needle that was in ventricle when fault occurred. Or staff stated there was no adverse event. Surgeon "hard booted" the system and completed the case robotically. The procedure was completed with no reported injury. The customer called back into technical support to request more information regarding the faults. The tse informed caller that the faults appeared to be related to the sensors, and that they did not reoccur after the site rebooted the system. Caller stated that they would call back in if additional information is required. Intuitive surgical inc. (Isi) followed up with the robotics coordinator and obtained the following information: the procedure was completed with all 4 arms after the reboot of the system with less than a 15-minute delay.